Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a procedure performed on (B)(6) 2022. During the procedure, the seal biopsy valve was leaking and popping off from the endoscope when the slip tip syringe was removed. The procedure was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device manufacture date: the complainant was unable to provide the suspect device upn; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.